Event description:
It was reported that during a lar procedure, the clip jumped out right after it was loaded. Another device was used to complete the case. There were no adverse consequences to the pt. No pt consequences were reported. Device will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Information not received.